Manufacturer narrative:
B5- per updated cq received on (B)(6) 2021 the lens was exchanged for a shorter length toric lens (13.2mm vticmo13.2, diopter -15.5/+1.50/074) on (B)(6) 2021. Problem resolved. H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -17.50 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The patient experienced a refractive surprise and blurred vision. The lens remained implanted. The cause of the event was unknown.